Event description:
This lead was capped and replaced due to a fracture. The patient received 25 inappropriate shocks due to noise. Should additional information be received, this file will be updated.